Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: "the device shows "flow measurement failure" during the ventilation and makes clicking noises. The patient could not be ventilated anymore. The oxygen saturation of the patient was too low. Afterwards several tries to calibrate the flow sensor failed. When the device was checked, it was noticed that the membrane of the disposable expiratory valve had material residues on it. The expiratory valves were replaced with reusable ones. Device check and leakage test passed. The patient was manually ventilated or reanimated¿

Manufacturer narrative:
We received additional information from the user that the patient had passed away. However, the user does not see any association between the device malfunction and the patient's death. The affected device asjd-0062 was available for manufacturer evaluation. Testing of the flow sensor cable and the associated circuit board in a test stand could reproduce the reported device behavior. The problem could be confirmed regardless of a disposable or reusable expiratory valve, which excluded this component as the cause. The reported material residues on the disposable expiratory valve are a silicone adhesive on the membrane, which is applied during production in order to ensure safe transport. This is not related to the reported event. The tests show that the cause of the reported behavior was an isolated contact problem within the signal path of the expiratory flow sensor cable. This contact problem resulted in an unstable flow supply by the ventilation unit. After replacement of the affected flow sensor cable the behavior was not present anymore which also indicates an isolated contact problem. The available log entries show that the device had alarmed for a failure of flow sensor calibration at the reported time of event. The device also generated the visual and acoustical alarms "mv high", "vt high" and "flow measurement inaccurate" and questioned the plausibility of the displayed values for "mv", "vte" and "af" by displaying a question mark in order to alert the user to a potential malfunction. The device has behaved as specified to this malfunction. A pressure limitation must be set by the user; if this limitation is exceeded, a safety valve opens as a safety function of the device. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction.

Event description:
Refer to the initial-report.